Event description:
There was no patient involved in this event. Device begun to beep every 10 seconds or so, it says that the memory is full.

Event description:
There was no patient involved in this event. Device begun to beep every 10 seconds or so, it says that the memory is full.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 17th august 2018. Upon removal of the membrane graphic layer, corrosion was observed on track 13 and track 12. The corrosion had led to the failure of the device to power off via the on/off button. The faults could not be replicated when the corrosion was cleared from the membrane tail. This would confirm the failure of the returned membrane due to the corrosion on the tracks within the membrane. The corrosion observed on the returned membrane tracks would suggest the device had been subject to adverse storage, however, this could not be verified by other means, i.e. No corrosion observed on the screws/usb contact collars. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.